Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, the nurse call function had failed on the device. The device's nurse call will need replaced to address the issue. Additional findings not related to the malfunction/issue include feet missing and hard to open sd door located on the device. The customer does not want any repairs done to the unit and it will be returned unrepaired.